Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pixilated screen. The customer¿s blood glucose level was 157 mg/dl at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube. Unable to confirm missing segments due to blank display. However, device received with visible rainbow discoloration due to bend lcd glass, disrupting the liquid crystal construction and cause a permanent rainbow effect.